Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and was no able to confirm the reported complaint. The vent engine was replaced proactively, and the unit was returned to service. No report of patient involvement. Initial reporter: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Mfg date: date of device manufacture year is 2007. The month of manufacture was unavailable at time of MDR filing.

Event description:
The hospital reported the unit would not mechanically ventilate. There is no report of patient involvement.